Event description:
Complainant alleged that medics responded to a call for a pt in cardiac arrest. Multi-function electrodes were attached to the pt, however the device was unable to detect an ECG signal and displayed a "poor pad contact" message. The user checked the connection of the electrodes at the device end and attempted to monitor the pt, however the device displayed a "poor pad contact" message. The user switched from electrode pads to 3-lead monitoring electrodes, monitored the pt, who was found to be in ventricular fibrillation. The device was unable to discharge to the pt. A second set of electrode pads were attached to the pt, however the device displayed a "poor pad contact" message and failed to detect an ECG signal. Complainant indicated that the pt subsequently expired. The device was removed from service and tested at the customer's facility and the reported malfunction was unable to be duplicated.